Event description:
It was reported patient underwent initial hip arthroscopy on (B)(6) 2013. Subsequently, a revision occurred on (B)(6) 2013 due to a medial calcar fracture. No further information has been received.

Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.